Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a problem in vision, it's showing white dotted. The issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple red, green, black dots (color dots) or white dots or black dots. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was caused by a component failure of the electronical component. Olympus will continue to monitor field performance for this device.